Event description:
The hospital reported that during the saphenous vein harvesting procedure, the balloon on the short port had a hole. No other information was provided by hospital. The hospital did not report any pt complications.